Manufacturer narrative:
Device is a combination product. (B)(4).

Event description:
It was reported that stent damage occurred. The target lesion was located in the moderately calcified proximal left anterior descending artery. A 3.50x16mm promus element¿ drug-eluting stent was advanced but was unable to cross the lesion and the stent got deformed. The procedure was completed using a non-bsc stent. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Device evaluated by manufacturer: the stent delivery system was returned for analysis. The crimped stent was detached from balloon and not returned with the device for analysis. The balloon cone profiles were reviewed and no issues were noted with the overall balloon profile. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. Crimp markings were evident on the balloon wall indicating overall crimp contact between the coated stent and balloon. A visual and tactile examination found multiple severe kinks on the hypotube and two hypotube breaks at 410mm and 801mm from the end of the hub. The breaks may have occurred due to the application of excessive force which may have initially kinked the device and then resulted in the hypotube breaking. The bumper tip of the device showed no signs of damage. A visual and tactile examination of the outer and mid-shaft section found no issues with their profile. The bi-component bond showed no signs of damage or strain. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that stent damage occurred. The target lesion was located in the moderately calcified proximal left anterior descending artery. A 3.50x16mm promus element drug-eluting stent was advanced but was unable to cross the lesion and the stent got deformed. The procedure was completed using a non-bsc stent. No patient complications were reported and the patient's status was stable.